Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery (vats) wedge, while in segmental pulmonary resection in both sides of the pulmonary malignant tumor of the elderly patient associated with interstitial pneumonia, the firing could not be performed when it reached the tumor's central side. The staple line was incomplete. The surgeon also commented that due to  interstitial pneumonia the tissue was so hard that the surgeon had never experienced it before. However, after clamping, the excessive force mark appeared immediately after starting the firing, and the two devices became unable to work twice in a row. To resolve the issue, a manual short handle and a new reload was used. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d4(serial#), g3, h4, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery (vats) wedge,  while in segmental pulmonary re section in  both sides of the pulmonary malignant tumor of the elderly patient associated with interstitial pneumonia, on two devices, the firing was almost not completed when it reached the tumor's central side. The surgeon also commented that due to interstitial pneumonia the tissue was so hard that the surgeon had never experienced it before. However, after clamping, the excessive force mark appeared immediately after starting the firing, and the two devices became unable to work twice in a row. The devices which articulating to the right should return straight when it was removed from the adapter, but it did not return. To resolve the issue, a manual short handle and a new reload was used. It was noted that the handle and the adapter was working fine with other devices. There was no patient injury.